Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on (B)(6) 2026 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer contacted philips again and reported that they needed to replace the bottom enclosure and the central processing unit (cpu) tray cover. The customer inquired about the fasteners needed to lock the feet into place. The remote service engineer (rse) informed the customer that the fasteners (nut) are fixed to the bottom and cpu tray cover and no internal screw nuts were needed. The customer stated that they would install both cpu tray cover and bottom enclosure and callback if further assistance is needed. This investigation is ongoing.

Event description:
Philips received a complaint from the biomedical engineer (biomed), reporting that the v60 ventilator was not secured to the stand. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not secured to the stand, and that the mounting screws were broken. The customer was provided with the part numbers for following parts, central processing unit (cpu) tray cover, foot retention plate, thumbwheels, base assembly. This investigation is ongoing.